Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, the display screen was faded and discolored and the keypad buttons were intermittently responding. This report is made based on the results of evaluation completed on 10/18/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings: the pump was examined and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump powered on with a faded and discolored display screen. The display screen was replaced with a test screen and the display returned to normal. During testing, the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).